Manufacturer narrative:
Device was returned to regional engineers and evaluated and the return date is unknown. E1: the name of the initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer. Aachen fs noted that when console arrived, the console could not be powered on. Console was plugged in and allowed to charge for a brief period of time before attempting to boot. Console booted with low battery charge. Aachen fs additionally noted there were no alarms on the console. The cause of the console unable to boot was due to depleted batteries, not routinely charged by connecting console to ac. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant had an automated impella controller (aic) fail to power up and the battery was discharged. There was no patient involved. Aic was sent for investigation.